Event description:
On 3/31/94, pt had fractured catheter removed in radiology from the right atrium. It was fractured at the first rib and clavicle. On 4/5/94, pt had failed device removed from the right subclavian and insertion of new device in the left subclavian.